Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was evaluated at the manufacturer's service center. While the reported issue was not confirmed, occurrence of "ventilator inoperative" alarm due to a program execution error causing the system to reboot was confirmed in the device download report. The main printed circuit assembly was replaced to address the issue and the issue confirmed to be resolved on final testing. Period maintenance was also performed.